Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2020-00060. Reporter occupation: non-healthcare professional. (B)(4). Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced this initial medwatch report. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: chronic occlusion, inferior vena cava (ivc) narrowing, tilt, poor circulation, chest pain, dizziness, stress, physical limitations, post traumatic stress disorder (ptsd). Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported poor circulation, chest pain, dizziness, stress, physical limitations, post traumatic stress disorder (ptsd). 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right jugular vein due to history of pulmonary embolism. Patient is alleging tilt and chronic occlusion. The patient further alleges "poor circulation, random chest pain, dizziness, mental stress and uncertainty regarding the future", and post traumatic stress disorder. Report from CT (computed tomography): "the ivc filter appears to be a gunther filter and is in the infrarenal lvc. The apex of the filter is tilted towards the right again seen wall the ivc at the level of inflow from the right renal vein, with the tip of the filter extending over a portion of the inflow from the right renal vein. There is no table wall penetration. No filter strut fracture or bending. There is decrease in caliber of the ivc at and below the filter with echodense material in the central apparently chronically occluded ivc lumen below the filter to the lowest level of imaging at the level of the confluence of the common iliac veins."